Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's battery cap was stripped and hard to remove. The insulin pump also had cracks. Customer's blood glucose level was 31 mg/dl. The customer treated her blood glucose level with food. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with stripped battery cap coin slot. The insulin pump was received with cracked battery tube threads, cracked reservoir tube and minor scratches on lcd window.